Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 76 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. It was reported that the patient expired on (B)(6) 2015 with the cause of death noted as cerebrovascular accident (cva). Prior to the patient''s death it was reported that after placement of an impella, the patient experienced a cva as confirmed by CT scan. At an unspecified time later, although intubated and sedated, due to the patient''s age and the fact that renal and liver function had improved, support was converted to biventricular extracorporeal circulatory support pumps. Later, prior to any repeat CT head scans, support was converted to biventricular paracorporeal ventricular assist devices for myocardial recovery. A repeat head CT scan was later performed which revealed an extension of the initial pre-support cva. No relevant history of carotid disease, previous stroke or coagulopathy issues were noted; however, it was mentioned that the patient "probably" had left ventricle thrombus. It was reported that the pumps were not recovered as the clinicians did not suspect any device issues.

Manufacturer narrative:
A full evaluation of the devices could not be conducted as the devices were not returned for investigation. A correlation between the devices and the reported stroke and left ventricle thrombus could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.